Event description:
It was reported that this right ventricular (rv) lead exhibited safety switch to unipolar pacing and sensing due to high, out of range pacing impedance (greater than 2,433 ohms). A technical service (ts) consultant reviewed device data, noting pacing inhibition on the right ventricular channel. Technical service reviewed device data, and provided recommendations for lead integrity testing, and x-ray imaging. This rv lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).